Event description:
It was reported that the anti-rotational piece fractured off. Additionally, it was reported that this resulted in the distal femur rotating internally and externally relative to the stem.